Event description:
It was reported that the images on the 9900 system were mixed up in the image directory. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The image processor board, the hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.